Event description:
A pt with poland syndrome underwent planned veptr lengthening of a rib to spine, and a rib to rib device on the left hemithorax. Following surgery, pt complained of numbness and weakness in her right median nerve distribution. Patient was placed in a removable wrist splint, and these symptoms have resolved without further intervention. This was the pt's contralateral arm. The initial report attributed this to operative positioning and the underlying poland syndrome rather than to the device.

Manufacturer narrative:
Subject device remains in the pt. Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.